Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission session revealed episodes of non-sustained right ventricular oversensing. The patient was asymptomatic. The cause of noise is unknown. The lead was capped and replaced. No further information is available.